Event description:
The customer noticed that the drain was bent at the hub angle. This was observed in a post-operative ward. The pt developed a hematoma that required re-operation and reinsertion of a new drain.